Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the cockpit switched off during use on the patient. Even after repeated startup, the problem persists. The screen only shows a bright background.

Manufacturer narrative:
The device was examined on site by the dräger service. The investigation revealed a defective basisboard as the cause of the reported problem. Replacing the basisboard resolves the reported problem. A detailed log file analysis is not possible due to a faulty system time, as the log file entries cannot be assigned to the real time. However, the log file contains entries which indicate a malfunction of the cockpit and thus align with the investigation results of the dräger service and the user's report. Ongoing ventilation is not affected by cockpit errors and only affects the display. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed on the additional yellow/green oled display and the user can follow the ongoing ventilation. However, if the device is permanently inoperable, as in this case, parameters can no longer be adjusted. No patient impairment has been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the cockpit switched off during use on the patient. Even after repeated startup, the problem persists. The screen only shows a bright background.